Event description:
The patient had a vhs procedure due to a fall, sustaining a left intertrochanteric proximal femur fracture in 2004. The patient had pain where a fermoral neck nonunion and broken hip screw was identified. Patient was subsequently scheduled for a hardware removal and conversion to a total hip anthroplasty in 2006. Patient outcome: stable. After a retrospect review of the facts, it was determined the event meets the reporting requirements of a device malfunction.

Manufacturer narrative:
H3: the health center that performed the second surgery reported on 10/26/06, the device disposition is unknown. There are warnings in the package insert that state this type of event can occur. The package insert states the following. Possible adverse effects: nonunion or delayed union that may lead to breakage of the implant. H6: current information is insufficient to permit a conclusion as to the cause of the event, since the device is not available for evaluation.